Manufacturer narrative:
The insulin pump was received with button error alarm and no button response due to corroded keypad traces. Unable to perform displacement, basic occlusion, occlusion, prime test and excessive no delivery test due to no button response. No moisture damage on electronics noted. Unit had scratched display window, cracked display window corner, cracked battery tube threads, cracked reservoir tube lip, missing endcap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was 305 mg/dl. Troubleshooting was not able to resolve the issue. Mother stated customer was trying to bolus when she received button error alarm. The device was returned for analysis.